Manufacturer narrative:
Visual inspection under 30x magnification indicates j stiffener wire has fractured approx 15mm and approx 75mm proximal of weld site. The proximal section of j stiffener wire measures approx 13mm and has migrated down lead body approx 130mm proximal weld site. X-ray of lead distally confirms j stiffener wire fractures.

Event description:
Device analysis is provided.